Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown cause. A new lead was successfully placed with the same model. No additional adverse patient effects were reported.